Manufacturer narrative:
H6: ventec has determined that the root cause of the reported event was due to a media bed failure, as the failure occurred at the beginning of starting the oxygen therapy the software has a delay which is why the device did not alarm to alert the user/caregiver. The media bed was replaced to resolve the reported issue. Ventec is updating the software in a future release.

Manufacturer narrative:
Ventec performed an initial evaluation on the device and verified the reported issue but a conclusion is not yet available. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported that the device needed maintenance. Upon evaluation of the device, ventec observed a failure with oxygen delivery that could cause or contribute to an adverse event. There was no patient involvement.